Manufacturer narrative:
Initial and final MDR (B)(4)- device 6 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced six infusion sets leakage events on (B)(6) 2025. The infusion set was in use for one and half to two days. High blood glucose level was 450 mg/dl, and the patient was treated with correction bolus via pump. Insertion site was hip area. The event occurred after three hours of insertion. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available